Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the device was dropped and then they could not obtain an image. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the power unit or the board failed because the user dropped the subject device, and the image was not displayed. Regarding the handling of the device, the following is described in the instruction manual: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur".